Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory, x ray analysis confirmed a fractured outer coil approximately 16.5-18.5 cm from the terminal end. Fracture characteristics are consistent with clavicle/first rib crush. In addition, x ray confirmed torsional overstress of the inner coil near the terminal pin. Visual inspection of the lead was performed and found dried blood/body fluid around the helix and tip region. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported this right atrial (ra) lead was explanted due to noise, oversensing and pacing inhibition with asystole less than 2 seconds caused by suspected subclavian crush. In addition, the patient was experiencing lightheadedness. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported this right atrial (ra) lead was explanted due to noise, oversensing and pacing inhibition with asystole less than 2 seconds caused by suspected subclavian crush. In addition, the patient was experiencing lightheadedness. Another ra lead was successfully implanted. No additional adverse patient effects were reported.